Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex esophageal partially covered stent was implanted in the esophagus to treat a malignant stricture during an esophageal stenting procedure performed on (B)(6) 2023. During a scheduled check per protocol post-stent placement, the stent was noted to have migrated into the stomach. The stent was removed from the patient using forceps, and a nasojejunal (nj) tube was placed to complete the procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Imdrf device code a010402 captures the reportable event of stent migration. Impact code f2301 captures the used of additional device to remove the stent and the placement of a nasojejunal tube.